Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed and infection. The infection was identified up patient's admission to the hospital. The physician did not believe the infection was device related. The device system was explanted. The patient was stable before, during, and after the procedure.